Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the tray was missing the iodine swabsticks. However, patient was able to use remainder of kit as usual.

Event description:
It was reported that the tray was missing the iodine swabsticks. However, patient was able to use remainder of kit as usual.

Manufacturer narrative:
Per additional information received, bard medical/bd has determined that this MDR was initially reported in error as this event is not reportable.